Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Within the preventive maintenance program, the device was regularly serviced and was successfully verified prior to and after the surgery date. Most recent technical site visit was initiated by the event covered by this record. The local field service engineer replaced euf boards as power was unstable but confirmed that this replacement was coincidental and not related to the report. Afterwards, the device was confirmed to meet specifications as per service and installation record. The root cause of the reported issue could not be determined conclusively. The review of logfile for the treatment day shows during start-up of the system the vacuum check and the energy check were performed successfully without issue. The ablation test was performed successfully and without problems, but the ablation test image is blacked out because the microscope illumination was not turned on, therefore the ablation test image does not show any steps between the orientation lines. The logfile shows one performed treatment, where the reported issue could be confirmed. The treatment of the patient's right eye was aborted during bed cut. Treatment was only fifty-six percent complete. The laser showed the info message: fundamental energy beam path differs too much please eliminate error and confirm once. Which is a confirmable message. After the cancellation of the treatment, an energy check was performed without issue, and the device was shut down. The review of the logfiles for the event day does not show any other relevant warning or error messages. The root cause could not be identified during logfile review the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that patient had a partial flap that resulted in an incomplete flap in right eye during refractive surgery. Photo refractive kerectomy treatment will be performed due to partial flap. Patient had a history of myopia and mild astigmatism.